Event description:
It was reported, the pt is unable to charger her ipg. An sjm representative met with the pt and confirmed the issue. The representative was able to charge the ipg by angling the charger wand and pressing it towards the ipg. The ipg appears to have flipped in the pocket. The pt's physician plans to revise the ipg once she recovers from shoulder surgery. Surgical intervention is pending at a future date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.